Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump time was incorrect. No reported adverse impact to the customer's blood glucose. Reportedly, the customer adjusted the pump to accurately reflect the time.

Manufacturer narrative:
H6: remove 23 and 120.